Event description:
It was reported that there was rising thresholds in the right ventricular lead. Reprogramming was done to maintain an adequate safety margin. The lead remains in use. It was further noted that the patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm, bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2012; 4195, implantable pacing lead, (B)(6) 2012. (B)(4).